Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's pacemaker exhibited a vibration alert and a little beep noise. The device was troubleshooted and was successfully able to complete a connection with a transmitter. The patient's condition was unknown.